Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that the patient presented for a follow-up in clinic. Upon device interrogation, the patient's right atrial lead exhibited increased pacing impedance values and intermittent loss of capture. Insulation damage and lead fracture were suspected. It was noted that the patient was not symptomatic to the event. The lead was capped and replaced on (B)(6) 2019. The patient's condition was stable throughout the procedure.